Event description:
When hooking up the erbe argon plasma coagulator (apc) there was a equipment failed message on the erbe straight fire probe. The probe was removed and a different probe was used and had no problem with equipment.